Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 45 mg/dl. The customer feels ok to troubleshooting low blood glucose level. Customer added that he went low earlier this morning and insulin pump didn't provide him any readings, it just shuts off this morning, insisting for insulin pump replacement. The customer was treated for the low blood glucose with food. Customer did not used auto mode feature. Assisted customer per troubleshooting of low blood glucose, advised that insulin pump was working as designed and can rule out other factors as to why it was happened, confirmed that customer had blood glucose not received and calibration not accepted alerts. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump was not returned for analysis.

Manufacturer narrative:
The initial report was submitted with incomplete information. The complete information has been updated with this report

Event description:
The device was not sending alerts when the customer went low or high.